Event description:
It was reported that the patient experienced hypoglycemia on (B)(6) 2026 which resulted in the dispatch of emergency medical services (ems). The patient's blood glucose levels declined to 29 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include loss of consciousness and fatigue. The patient was treated with glucose and carb intake (sandwich). The patient stated that ems offered to take her to the hospital, however she refused. It was also reported that the patient had recently gotten a new phone, after which she began to experience dangerous low blood glucose levels. During the call, product support assisted with transferring the settings to the new phone when it was discovered that the basal rate had been incorrectly set to 3 u/h instead of the prescribed 1.3 u/h. This was more than double the prescribed amount. The patient was still wearing the pod at the time of call.

Manufacturer narrative:
The device will not be available for investigation because it was still in use at the time of call. We are unable to determine if any product condition could have contributed to the reported event. Lot release records review not required for this product. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.